Event description:
Per the customer, the ob provider was ¿overreacting¿ to active bleeding because the triton qbl system was reporting an acceptable qbl. The procedure was completed successfully without a surgical delay. No medical intervention or adverse consequences were reported.